Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). H2: additional information/device evaluation/correctional h6: type of investigation - additional/correctional: please remove old h6 code: 1435 + 3221 + 4315.

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.